Event description:
It was reported that, "doing t2 recon nail driving the k-wire into the femoral neck, the k-wire hit the nail and it broke. Surgeon grabbed the next k-wire and it happened again."

Manufacturer narrative:
Due to hospital policy, the devices will not be returned for investigation. Additional info has been requested and if received, will be provided on a supplemental report.